Event description:
During an in-clinic follow-up, noise resulting in oversensing episodes were observed on the right atrial (ra) lead. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed as an interim resolution. Lead damage was suspected but not confirmed. The patient is stable.